Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level, as no information was provided. The customer was advised to revert to an alternative form of insulin therapy using mdi. Technical support confirmed that the customer's pump was included in a field correction, and a replacement pump with updated software was sent with instructions on its operation and the return of the problematic pump.